Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through follow-up communication, livanova (B)(4) learned that the unit had been sent off-site to comprehensive care services. The device disposition was requested and comprehensive care services confirmed that the unit is sequestered and in their possession. As the device is not available for investigation, an evaluation could not be performed. Corrective actions are in progress for this issue.

Manufacturer narrative:
Patient weight was not provided. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(4). This medwatch report is being filed on behalf of livanova (B)(4). Through follow-up communication with the customer, livanova (B)(4) learned that the device has not been tested for contamination. The customer reported that the device has been removed from service but was placed inside the operation room during use with the fan exhaust directed away from the patient field. No further information has been provided. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a patient (initials (B)(6)) has been diagnosed with a mycobacterium chimaera infection. The hospital received the positive test results from the (B)(6) department of health lab on june 2, 2017, confirming the infection. The patient underwent coronary bypass surgery on (B)(6) 2016 and came back on (B)(6) 2017 with wound dehiscense. The patient is currently being treated for surgical site infection and will reportedly be on antibiotics for several months. On june 28, 2017, livanova (B)(4) received a user medwatch report (mw5070434) related to this issue. The report stated that the patient is being treated by infectious disease as an outpatient and that the wound infection is superficial and did not involve the bone.